Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Ketoacidosis (patient has diabetes) [diabetic ketoacidosis]. Broken novopen 6 [device breakage]. Case description: this serious spontaneous case from france was reported by a consumer as "ketoacidosis (patient has diabetes) (diabetic ketoacidosis)" with an unspecified onset date, "broken novopen 6(device breakage)" with an unspecified onset date, and concerned a 42-year-old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index were not reported. Current condition: diabetes (type and duration not reported). On an unknown date three weeks ago (from the time of reporting, (B)(6) 2024) the patient with diabetes died of ketoacidosis. He was using the novopen 6 connected pen. This pen, which was given to patient's mother along with belongings, was broken. This was just an observation it was reported to take a closer look at its design, to prevent others from "going away", "because of his diabetes". Event autopsy details: unknown. Batch numbers: novopen 6: not available. Action taken to novopen 6 was reported as not applicable. The outcome for the event "ketoacidosis (patient has diabetes) (diabetic ketoacidosis)" was fatal. The outcome for the event "broken novopen 6(device breakage)" was unknown. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Preliminary manufacturer's comment: 06-dec-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No conclusion reached. Relevant information on medication used with novopen 6, precipitating factors for diabetic ketoacidosis, treatment given in hospital and investigation results of defective device are unavailable for complete causality as-sessment. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of acute complication of diabetic ketoacidosis lead-ing to fatal outcome. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: this serious spontaneous case from france was reported by a consumer as "ketoacidosis (patient has diabetes)(diabetic ketoacidosis)" beginning on (B)(6)2024, "broken novopen 6(device breakage)" beginning on (B)(6)2024, and concerned a 42 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used- unk) from unknown start date for "product used for unknown indication". Batch numbers: novopen 6: unknown. Novorapid penfill: nr7kv74. Action taken to novorapid penfill was not reported. On (B)(6)2024 the outcome for the event "ketoacidosis (patient has diabetes) (diabetic ketoacidosis)" was fatal. On (B)(6)2024 the outcome for the event "broken novopen 6(device breakage)" was fatal. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case has been updated with the following: new suspect product added(novorapid). Expected date of follow up report extended . Narrative updated accordingly. Preliminary manufacturer's comment: (B)(6)2025: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Investigations are ongoing. Relevant information on medication used with novopen 6, precipitating factors for diabetic ketoacidosis, treatment given in hospital and investigation results of defective device are unavailable for complete causality assessment. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of acute complication of diabetic ketoacidosis leading to fatal outcome. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: this serious spontaneous case from france was reported by a consumer as "ketoacidosis (patient has diabetes) (diabetic ketoacidosis)" beginning on (B)(6) 2024, "broken novopen 6(device breakage)" beginning on (B)(6) 2024, and concerned a 42-year-old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", batch numbers: novopen 6: nvgab17-2. Since last submission the case has been updated with the following: -batch number was updated. -sample received date updated. -device narrative updated in device addendum tab. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer's comment: (B)(6) 2025: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Investigations are ongoing. Relevant information on medication used with novopen 6, precipitating factors for diabetic ketoacidosis, treatment given in hospital and investigation results of defective device are unavailable for complete causality assessment. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of acute complication of diabetic ketoacidosis leading to fatal outcome. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.